Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot#; MFR site - reg#. Evaluation summary: analysis was performed on the returned device. The reported blood flow coming out around the marker lumen was not confirmed. A review of the lot history record identified no manufacturing nonconformities issues to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that suture placement was in a superficial femoral artery. It should be noted that the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A conclusive cause for the reported blood flow coming out around the marker lumen could not be determined as the returned device was not able to confirm fluid leaking from the marker lumen. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a superficial femoral artery was attempted using a proglide device with a 6f sheath prior to an interventional digital subtraction angiography procedure. Reportedly, the proglide was successfully preflushed through the marker lumen prior to use. After insertion in the anatomy, blood flow was not coming out through the marker lumen but was coming out around the marker lumen. The suture of a new proglide device was successfully pre-placed. The dsa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.